Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident could not be reached.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(6) that a 2008k2 machine experienced unknown uf pump issues, while a patient was in treatment. The patient was able to completed treatment on the same machine, without incident. There was no indication of patient harm, or adverse event. A fresenius (B)(6) technician was scheduled to service the reported machine. Upon inspection of the machine, no issues were found. The technician inspected the ultrafiltration pump, and the volumes. The machine was calibrated and passed test. A chemical rinse was completed and the equipment was left in working order. This report was received from a list supplied by fresenius (B)(6).